Event description:
Electric sara lift continued to go in the "up" position while lifting a resident. The resident was unharmed. She was assisted out of lift with three staff helping support her. The resident bears minimal weight during transfers. Cva the arjo repairman came to the facility to successfully repair the unit by installing a new circuit board.